Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the front panel touch screen appeared dim. It was identified that the cause for the dim screen was due to an internal short present on a transformer of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the cycler passed a functional/display test. There were no other discrepancies during the internal inspection of the returned cycler. A pump door test failed due to catch post misalignment causing the pump door to be difficult to close. The cycler underwent and passed a valve actuation test and a system air leak test. A post-accelerated stress test (ast) simulated treatment over 2 hours and 15 min with 8500 ml was performed and completed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue with the cassette door was confirmed and it was determined that the cause of the dim screen was an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced cassette door does not open/close occurring the past 2 days. Patient has a hard time closing the cassette door with the cassette inserted in set up step 1 and when closing the cassette door after removing the cassette. When patient removes the cassette/tubing set, the tubing set has indentation marks from the cassette door. The patient requested a replacement cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.